Event description:
It was reported the patient is deceased and died approximately five and one-half years post the implant of the patient's dual chamber implantable cardioverter defibrillator (ICD) system. No further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information was obtained from the physician's office, and per the hospital note the patient was admitted to hospital for septic shock due to streptococcus (the strain was not provided). Also, vegetation was noted on the defibrillation lead. The patient's course progressed to renal insufficiency, hemodynamic instability and death. The source of the sepsis and the cause of death were requested and not received. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. The product was received but will not be analyzed due to a legal hold. D154atg implantable cardioverter defibrillator (ICD), (B)(6) 2006.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.